Event description:
It was reported that the device service indicator was illuminated and its critical functions would not work. The device was unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the issue to be the system controller pcb assembly and replaced it. Proper device operation was confirmed through functional and performance testing. The device was repaired and returned to the customer for use. Further component cause of the system pcb assembly could not be determined.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.